Manufacturer narrative:
Two (2) wilkes self retaining retractor sets (part# 01-0630, lot# unknown, manufacturing date unknown) were returned without the original packaging. The retractors were returned for the complaint that they are broken. The retractor sets contain three parts; left, right, and straight. The retractors were visually evaluated. One of the left retractors is broken at the adjustment screw. The retaining cap on the bottom of the screw, which retains the linkage, has broken off allowing the retractor arms to move freely. The retaining cap of the screw is placed under load when the retractor is being extended. Excessive force to extend the retractor could cause this type of fracture. One of the straight retractors has deformation to the retaining cap. The cap has been crushed inwards but the device is still fully functional. The deformation could have occurred from excessive force from a forcep or similar instrument applied to the head or it could have occurred from excessive force applied during handling. The remaining four retractors show signs of normal use but no damage and all function as intended. There is no discoloration on any of the six instruments. There are no indications of manufacturing defects. The most likely underlying cause of the damage is excessive force during use.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The customer reported a small screw from the retractor broke during surgery on (B)(6) 2014, and all parts were thought to be accounted for. During a CT scan they identified the small screw from the retractor was retained in the patient's body. A revision was performed on (B)(6) 2015 to remove the screw.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.